Manufacturer narrative:
It was reported that the 2 planned entry points showed discrepancies with CT and MRI. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs available determined that the fusion was inaccurate and explains why the surgeon noticed discrepancies between the entry points position of two trajectories on the CT and the MRI. As the IFU provides information to adjust the fusion in case of discrepancies between exam images the root cause identified is a use error.

Event description:
Surgeon reviewed plan for case day before surgery. During this time, it was noted that for two of the entry points, there was discrepancy between CT/MRI on the surface of the brain, p/p¿ ¿ precuneus target points. Cst reviewed scan, and was unable to find other discrepancies. Slice of scan was loaded into dicom browser and no tilt was present during acquisition. No patient involvement, as this was noticed during pre-surgical planning.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon reviewed plan for case day before surgery. During this time, it was noted that for two of the entry points, there was discrepancy between CT/MRI on the surface of the brain, p/p¿ ¿ precuneus target points. Cst reviewed scan, and was unable to find other discrepancies. Slice of scan was loaded into dicom browser and no tilt was present during acquisition. No patient involvement, as this was noticed during pre-surgical planning.